Manufacturer narrative:
Citation: gonçalves et al. Low rate of invasive coronary angiography following transcatheter aortic valve implantation: real-world prospective cohort findings. Cardiovasc revasc med. 2020 aug 3;s1553-8389(20)30456-5. Doi: 10.1016/j.carrev.2020.07.030. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding low rate of invasive coronary angiography following transcatheter aortic valve implantation (tavi). All data were collected from a single center registry between april 2008 and november 2018. The study population included 605 patients (predominantly female, mean age 82.4 years). Multiple manufacturer¿s devices were implanted in the study population. An unspecified number the patients were implanted with a medtronic corevalve, evolut r or evolut pro bioprosthetic valve (no unique device identifier numbers were provided)`. Among all patients, 20 all-cause deaths occurred within 30 days follow-up and 73 all-cause deaths occurred within 1 year follow-up. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, nine medtronic patients required invasive coronary angiography (ranging from post-implant day 1 to day 1,017) for issues including: cardiogenic shock, myocardial infarction, and stable angina pectoris (refractory angina or ischemia). Based on the available information medtronic valves may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.